Event description:
It was reported that lead exhibited high pacing thresholds. Lead was capped and replaced. No further data available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.